Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/10/2025, it was reported by a sales representative via phone that (4) ar-3636 knotless 1.8 fibertak® soft anchors knotless mechanism would not feed through it would just pull out. This occurred during a labral repair on (B)(6) 2025. The case was completed using 4 more ar-3636 for a different lot. There was about a 30-minute delay that required additional anesthesia. There was no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.